Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the replacement devices. The devices are two 600cc mentor smooth round moderate plus profile prostheses (catalog #: 3502600, left serial #: (B)(6), right serial #: (B)(6). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient underwent a revision breast augmentation with a 600 cc mentor smooth round moderate plus profile prosthesis and experienced postoperative right-sided deflation. The patient had a consultation on (B)(6) 2020, and the diagnosis was confirmed by a healthcare professional. As a result, the patient underwent bilateral removal and replacement with unspecified breast implants on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, the suspected medical device was returned for evaluation. On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation, two anomalies were observed on the device consistent with a crease/fold. Leak testing was performed in accordance with mentor's procedures, and a tear was observed within the crease/fold in the posterior view, measuring approximately 0.1 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).